Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was loose in the pump usb port. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose value was between 80-180 mg/dl. Replacement cable was sent to the customer.